Event description:
Hcp reported that within after refill, patient somnolent, flushed, and hypotensive. Patient was given intravenous narcan and is responding positively to narcan. The hcp was not using a refill kit - they used a 22gauge huber type needle and were sure they were in the correct area. Following the event, they aspirated the center port again and were able to get 15cc back. They had originally filled with 20cc. The drug used was a mixture of dilaudid, fentayl, clonidine and bupivicaine.